Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that during a revision procedure, the patient had subdural hematoma. The patient underwent an explant procedure. The patient was recovering and stable postoperatively.

Manufacturer narrative:
Additional information was received that the patient was decompressed the night of the procedure. It was noted that the symptoms from hematoma was limb weakness. The cause of hematoma was unknown and it was believed not to be device related. The explanted devices were not returned to bsn.

Event description:
A report was received that during a revision procedure, the patient had subdural hematoma. The patient underwent an explant procedure. The patient was recovering and stable postoperatively.